Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During planned maintenance it was reported the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module (pim) test. There was no patient involvement.

Manufacturer narrative:
Corrected information: e1(event site state: (B)(6)). Additional contact information: ((B)(6), biomed, (B)(6)). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the pneumatic module assy to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.